Event description:
A medtronic representative reported a site navigation system that became unresponsive within the cranial software. In trouble-shooting, a hard re-boot restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. It was noted that the axiem box power supply was unplugged; system checked out otherwise. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.